Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported, approximately 1 year and 4 months after implanting a 26 mm sapien 3 ultra valve in the aortic position, the patient was noted to have a large paravalvular leak (pvl) jet and had developed a gradient. The pvl was around a nodule of calcium that had been noted in the original CT scan prior to the implant procedure. The valve was post-dilated with a 26mm commander delivery system with 2cc added to the nominal volume. The gradient was reduced to 5mm hg and the pvl jet was significantly reduced. The team decided to implant a small plug between the commissure and calcium nodule, completely resolving the pvl and bringing the gradient back to 0mm hg.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 ultra usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed as relevant imagery/medical record was not provided for evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, ''the patient was noted to have a large paravalvular leak (pvl) jet and had developed a gradient. The pvl was around a nodule of calcium that had been noted in the original CT scan prior to the implant procedure. The valve was post-dilated with a 26mm commander delivery system with 2cc added to the nominal volume. The gradient was reduced to 5mm hg and the pvl jet was significantly reduced. The team decided to implant a small plug between the commissure and calcium nodule, completely resolving the pvl and bringing the gradient back to 0mm hg.''. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, it was reported that a calcium nodule was present on the annulus prior to the tavr procedure, and post-dilation of the valve, reduced pvl significantly. It is possible that the change of cardiac structure over time may have worsened the pvl and the valve gradients. However, a definitive root cause is unable to be determined at this time. Available information suggests that patient factors (cardiac remodeling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action (CAPA) nor product risk assessment (pra) is required at this time.